Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: leakage noted from filter area during a taxol infusion. Approx. 5-10 mls leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection no cracks or other manufacturing defects were noted. The returned set was tested for leakage per specification with failing results. Leakage was noted through the air vent holes of the 0.2 micron air eliminating filter. The defect of leakage was able to be confirmed through physical testing. The defective filter is a purchased part from pall corporation. The sample and all information was forwarded to the supplier for further investigation. The manufacturer`s response noted that the vents had a saturated appearance and further observed that both vents were properly located with no appearance of mechanical damage and the housing of the filter also had no physical or mechanical damage. At this time no root cause could not determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.